Event description:
There was an allegation of questionable results from the cobas e411 rack analyzer. One example was provided of an initial tsh elecsys e2g result of 9 iu/ml with a repeat result of 2 iu/ml.

Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer replaced the measuring cell and performed preventive maintenance. The investigation determined the service actions resolved the issue.